Event description:
Minimed supplied me with a loaner pump that was defective - missing empty cartridge alarm. This is a serious error and should have been caught by minimed or medtronic, as was loaner pump. No empty cartridge alarm on insulin pump - was a loaner. No treatment. Caught error myself. Tried to call. On hold excessively. Phone calls to medtronic next day. Dose or amount: continuous rate. Date of use: (B)(6) 2013. Event reappeared after reintroduction: yes.